Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/6/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: all answers above are unobtainable. Once there is any update, we will update the information. The patient demographic info: weight, bmi at the time of index procedure? 1. Intra-op event -1st suture breakage: product code and lot number? Did the operating surgeon observe any suture deficiency or anomaly before suture placement? What instrument or needle holder was used in this procedure to handle the suture? How was the procedure completed? Were there any patient consequences intra-op? Was the initial procedure (B)(6) 2021 completed successfully? Additional h3 investigation summary: actual customer complaint sample or same batch representative sample are not returned. Impacted product lot information not provided by customer. The root cause of complaint can¿t be determined, this complaint data will be kept for trend analysis. The device history records can¿t be reviewed as product lot information not provided. Lot not provided by customer.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent attempts are being made to receive additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? 1. Intra-op event -1st suture breakage: product code and lot number? Did the operating surgeon observe any suture deficiency or anomaly before suture placement? What instrument or needle holder was used in this procedure to handle the suture? How was the procedure completed? Were there any patient consequences intra-op? Was the initial procedure (B)(6) 2021 completed successfully? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate 2nd event: suture breakage post-op submitted via 2210968-2021-09222.

Event description:
It was reported that the patient underwent a laparotomy and transverse colostomy procedure on (B)(6) 2021 and the suture was used. During the procedure. It was found that the suture was broke easily during knotting and sewing. Additional information has been requested.